Manufacturer narrative:
Medtronic received additional information that the instrument was replaced immediately and no hand crank was required to maintain flow to patient. Device evaluation summary updated: the reported error code 67 issue was not verified during service. Service technician observed error code 5 after booting up. The issue was resolved by replacing the assy system controller module. Post repair testing was performed as per specification. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that error code 67 (sc mpu timer reference frequency soft error) was displayed. The use of the instrument was unknown. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation:the reported error code 67 was not verified during service. During preliminary analysis service technician found error code 5 after booting up. Note device evaluation and analysis not yet completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.